Manufacturer narrative:
The user facility failed to install the lamp shield properly after replacing the light bulb. The reporter of the incident was reluctant to share any information.

Event description:
Lamp shield assembly fell down and burnt the patient's neck.